Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to include: dissection, perforation, or rupture of the aortic vessel & surrounding vasculature.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system, additionally six endoanchors were also placed within the proximal neck for additional fixation. The patient tolerated the procedure. On (B)(6) 2019, the patient presented emergently to the hospital and computed tomography (CT) showed a retrograde thoracic dissection proximally. The patient was admitted to the hospital. No reintervention is scheduled at this time.